Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00786-1 . Visual examination of the returned products identified the features of the backside of the bearing exhibits damage and wear & tear. Damage is also seen on the rim feature. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the 3rd image series demonstrates complete joint space loss between the inferior margin of the glenosphere and humeral tray. This is a secondary finding which suggests that the polyethylene lining may be compromised. This suggestion is confirmed on the CT image which demonstrates a reverse c-shaped radiolucent structure superior to the scapula which is consistent with polyethylene displacement. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00786. Concomitant medical products: item#: (B)(4), mini tray std cocr +3 offset; lot#: 65171129. Item#:(B)(4), glenosphere centric 40 mm diameter +0 mm lateral offset; lot#: 65473796. Report source: foreign: canada. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision left shoulder arthroplasty approximately three (3) months due to the implants disassociating. No additional information is available at the time of this report.